Event description:
Protected disposable scalpel was used by a nursing student (gn) to remove sutures in the sicu. The injured person was an rn who was assisting in clean up. Upon disposal of the scalpel in a sharps container, the left hand was cut while the scalpel was held in the right hand.